Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call he continue to have issues with the insulin pump showing auto off and wasn't sure why. Customer was assisted with block feature on the insulin pump. Customer currently had been experiencing high blood glucose over 500 mg/dl. Troubleshooting wasn't performed as customer didn't respond to the question when proposed. Customer stated he was feeling better and thinks the corrections are working. He was advised to monitor the device and blood glucose and call back if issues reoccurred. Customer is not returning the device for analysis.